Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Approximately 2 months post-op of a laminectomy the patient underwent a revision laminectomy in which bmp was used to treat sciatica. The bmp was mixed with allograft and placed around the transverse processes of l4 and l5 for posterolateral fusion. Two months post-op of the revision the patient reported tenderness in the paralumbar region, mild spasms. The patient has pain throughout and types of motion. Patient has positive straight leg raise bilaterally. The patient states that legs will give out at times causing the patient to fall. Trouble with bladder function at times but is still able to go. At 3 months post-op of the revision the patient reports still experiencing radicular pain. At 5 months post-op the patient reported to the ER due to chronic lower back pain, exacerbation of lumbar radiculopathy and right leg parasthesis. The patient ran out of medication and needed a refill; 13 days later the patient reported to the ER due to chest pains, pain in shoulder and back of neck. The patient voluntarily left against the doctor¿s orders. 6 months post-op it was found during a physical exam the md found ¿disc disease with foraminal narrowing at several levels. Patient continues having chronic back pain with radicular component. Patient remains totally disabled at this point. Patient is out maximum medical improvement¿